Event description:
The customer reported the system began "pop in" when fluoring. Also, the monitor goes black. No patient injury was reported.

Manufacturer narrative:
The service rep regreased the high voltage cable. He determined the system had a bad x-ray tube, so the rep ordered a new x-ray tube.